Event description:
I am a 50 year old woman who is going through menopause. To prevent vaginal dryness I started to used replens. Since I started I had uti 4 times. I stopped using it for a while but two days ago I started to used it again. I have uti again. The first time I didn't realize it was replens that caused me this but now I am certain it is. I don't remember the day I got tested. I will go to the hospital today.